Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet was accidentally dropped at school, resulting in a cracked, nonresponsive screen consistent with physical damage to the display component and loss of touchscreen function. Symptoms included none related to blood glucose, and glycemic control was maintained using backup therapy. Outcomes included no injury, no hospitalization, and no alerts or alarms from the device. Investigation included collection of incident details and arrangement for device replacement and return of the damaged unit. Investigation of this device revealed damage due to an external impact causing screen failure, with no evidence of device malfunction affecting glucose management. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.